Event description:
It was reported that the customer went to the emergency room with a blood glucose of 27 mg/dl. The customer stated the battery compartment opening on the insulin pump was cracked and not holding the battery in place well. The customer stated the insulin pump gave him too much insulin. He further stated the battery cap came off the night before and he put it back in. When he went to bed, his blood glucose was 167 mg/dl. The customer awoke, sweating, in the middle of the night and his blood glucose was 40 mg/dl and the insulin pump was flashing. The customer stated he did prime the insulin pump after the battery cap fell off and he was not connected at the time. He said he held down a button, placed it on, and could feel insulin around the site. When he took it off, he saw the numbers were still going, so he disconnected from the insulin pump to wait for the numbers to stop and saw insulin coming out.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)